Manufacturer narrative:
(B)(4). Implanted on an unknown date in 2010. Concomitant medical products: unknown vanguard tibial tray, catalog#: ni, lot#: ni unknown vanguard cr bearing, catalog#: ni, lot#: ni unknown vanguard cr femoral, catalog#: ni, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06286, 06287, 06288, 06289. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing clicking, pain, swelling, limited range of motion, tightness in knee following left knee arthroplasty, and feels these issues are causing hip problems. Patient indicates desire for revision, but no revision has been reported to date.